Manufacturer narrative:
The test strips were provided for investigation where they were tested using a reference meter with retention controls. Testing results (qc range = 4.1 ¿ 6.8 inr): qc 1: 5.6 inr. Qc 2: 5.5 inr. Qc 3: 5.6 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. The results alleged by the customer were not observed in the meter¿s patient result memory. It is therefore questionable if the complaint is justified. Routine retention testing was performed. Test strip retention samples passed the internal inspection. Initial reporter occupation was lay user/patient.

Event description:
There was an allegation of a questionable result from coaguchek xs meter serial number (B)(4). At 9:29 am, the meter result was 1.2 inr. At 11:00 am, the result from the doctor's meter was 4.1 inr. The warfarin dose was increased. The therapeutic range was 2.0-3.0 inr.